Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The sulu was reloaded with staples and fired on the test media with appropriate staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic colectomy, the device had poor staple formation, there was bleeding from the staple line. The surgeon oversewed the staple line to achieve hemostasis. No patient injury.